Manufacturer narrative:
It is indicated that the products will not be returned to zimmer biomet for investigation, as the location of the devices is not known at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical devices - unknown persona tibial component catalog #: ni lot #: ni, unknown persona femoral component catalog #: ni lot #: ni, unknown persona articular surface catalog #: ni lot #: ni. This report is number 1 of 3 mdrs filed for the same patient (reference 0001822565-2017-07969 / 08009 / 08011).

Event description:
It is reported that the patient underwent a right knee arthroplasty revision due to loosening and instability.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review, however the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. Per package insert for the persona knee, loosening and joint instability are some of the known adverse effects of total knee arthroplasty. However, a definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.